Manufacturer narrative:
Insulin pump received with broken reservoir tube lip and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that the crack where battery goes in and also where the reservoir goes. Customer's blood glucose level was unknown at the time of the incident. Customer stated drive support cap was slightly indented. Customer stated that the location of crack was reservoir and battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.